Event description:
It was reported by the patient that the remote monitor had no power and that a battery had previously leaked inside the unit. Troubleshooting steps were taken to no avail. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analysis confirmed the reported event. Visual inspection found corrosion on the battery compartment that caused the monitor unable to power up with batteries. If information is provided in the future, a supplemental report will be issued.